Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. 3013756811-2020-76703

Event description:
It was reported that a cartridge change error occurred during the load sequence. There was no reported impact to customer¿s bg level due to the cartridge change error. Reportedly, the customer performed a cartridge change resolving the issue. The customer was also reportedly hospitalized, but declined to provide further details. Therefore, it could not be confirmed if the hospitalization was related to a blood glucose (bg) issue.